Manufacturer narrative:
Patient codes: 2199 labeled na. Device codes: 4001 labeled. Internal file number -(B)(4).during processing of this complaint, attempts were made to obtain complete event, patient and device information. B3: estimated date g9: exemption number e2019001 permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted, because the lot number was not provided. In the absence of device returned for analysis a conclusive cause for the reported event could not be determined. The subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that vessel puncture closure of an unspecified vessel was attempted using a proglide device relative to an unspecified procedure. Reportedly, the proglide device was stored at temperatures greater than 77 degrees fahrenheit. The device was successfully deployed; however, the device failed to achieve hemostasis as the artery continued to bleed. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.